Event description:
The account reported a cbc with following results: wbc=1.03, rbc=6.55, hgb=19.2 g/dl, hct=58.3%, platelet=11,000. The sample was repeated with the following results: wbc=4.43, rbc=2.52, hgb=7.45 g/dl, hct=22.1%, platelet=12,000. The account stated that pt management was not impacted by the initial results reported.